Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (300+ mg/dl), and showed ketones. Customer changed cartridge, and infusion set, and noticed that there was skin irritation at the site. A manual injection was delivered to stabilize his blood glucose level. Customer is (B)(6) years old.